Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level and moderate life threatening ketones. Bg value not provided. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.